Manufacturer narrative:
A ge service rep performed an onsite investigation. The service rep replaced the s-ram card and reloaded the system software. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the system displayed a checksum error message during boot up. No pt injury was reported.